Event description:
The philips field service engineer was evaluating a printer issue when a dead battery was discovered and when tested in the cadex had a shorted message. This was found in servicing and no patient involvement.

Manufacturer narrative:
(B)(40. The philips field service engineer isolated the issue to the battery. Note the battery was 2 years old. The battery was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. We will consider this a malfunction of the battery, where the battery was found dead in servicing and had a shorted message on the cadex.